Event description:
During the procedure, a blood leak was noted at the hemostasis valve. There were no consequences to the patient. Four unused ultimum units will be returned as part of this per.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.